Event description:
It was reported that an ilet pump became unresponsive to touch and the display was difficult to read, preventing pairing with the mobile app and prompting a replacement; the affected component was the touchscreen. Symptoms included hyperglycemia with distress and dry mouth. Outcomes included a missed insulin dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display visibility problem consistent with a display difficult to read and a nonresponsive touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user was advised to contact their clinician for a backup plan and to continue using the cgm with their phone or receiver until the replacement arrived.

Manufacturer narrative:
Initial.